Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that 2 months post implant of this annuloplasty band, the band was explanted and replaced with a mechanical heart valve. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the repair tore, and the patient needed a replacement valve. Investigation results indicate that the failed repair was likely not due to the device, but due to progression of disease. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. The causes of re-operation for failed repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures, and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty bands are an adjunct to the valve repair. In this case, the native valve was replaced.